Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system's foot switch was not working, which can impact imaging. Upon checking with customer, quote for evaluation and repair service was sent to customer, however quote expired as the service is no longer required. No service has been performed by philips. To date, no further information was received.

Event description:
It was reported to philips that the system's foot switch was not working, which can impact imaging. No harm was reported to philips. Philips has started an investigation of this complaint.